Event description:
During service the pump powered on with failure code 542. The hosp rep stated that there has been no reports of any pt incident involving this pump since the last baxter service event.